Event description:
Information received from the field does not address the patient's clinical status but notes that interrogation displayed dashes (---) for rate and sensor parameters and high current drain was noted. Unsuccessful attempts were made to reprogram the rate and download the software. Therefore, the device was replaced.